Event description:
It was reported that during a da vinci gastric bypass procedure, the tip of the needle driver instrument broke off and fell into the patient. The broken piece was retrieved and the planned procedure was completed using a replacement instrument of the same type. No patient harm, injury or complications were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one needle driver grip returned detached from the grip assembly. The grip broke off it's base, where the grip hub meets the grip arm. The grip fracture is located near a 90 degree corner between the hub and arm. The outer surfaces of both grips exhibit scratch marks. No other damage was found.